Event description:
It was reported that this right atrial (ra) lead exhibited an atrial fibrillation undersensing that was noted on the presenting rhythm. This ra remains in service. No adverse patient effects were reported.